Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge eye station import utility (esiu) is an accessory that serves to handle all functions of importing various types of ophthalmic modality images and reports into the eye station image management system. Esiu is locking up several times a day causing importing to completely stop. This is impacting patient care as doctors cannot read reports or review images. (B)(4).